Event description:
It was reported that the patient lost therapy due ipg reaching end of life. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Per the additional information received the device meets or exceeds 75% expected longevity. There is no device malfunction. As such, this event/device is no longer reportable.

Event description:
Additional information received indicates that the patient last had therapy several months ago.